Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was jamming and getting stuck on the procedure (note from customer). Addtional information was provided by cst who said device jammed, clip was sideways in jaws of device, and device was stuck on cystic duct. Device was "jerked" off of cystic duct to remove from tissue. There was no damage to cystic duct and case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a malformed clip jammed in the jaws preventing the device from firing. In an attempt to replicate the reported incident, the jammed clip was removed and the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 14 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the malformed clip in the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.